Event description:
It was reported to nova biomedical that a consumer received results from 270 mg/dl to 480 mg/dl over a 12 hour period. According to the consumer's parent, the consumer administered an unknown amount of insulin based on the readings through-out this time frame. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. The consumer was given juice to raise up their blood glucose level. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.